Event description:
Boston scientific received information that upon interrogation of this device a red screen indicated the device was limited to one zone. Technical services was contacted and stated that this was safety mode. The patient was being treated with chemotherapy for cancer treatment. No adverse patient effects were reported.

Manufacturer narrative:
The patient remains in chemotherapy treatment therefore the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Laboratory analysis concluded that the memory corruption that resulted in the device operating in fall back mode was a result of radiation therapy that was applied to the device.

Event description:
Additional information was received that the patient passed away approximately four years later. There was no additional information linking the device to the patient death.